Manufacturer narrative:
As reported in a research article, increased pressure gradients were noted in patients implanted with regent heart valves compared to competitors valves, and one patient of the patients followed had acute endocarditis. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in an article titled, "chimney bentall procedure in the small aortic root after prior aortic valve operations" that regent valves with sizes of 21 mm or smaller were implanted in 20 of 24 patients with a small aortic annulus in 3 hospitals in china. Increased pressure gradients were noted in patients implanted with regent heart valves. In the follow ¿ up period, one patient presented with acute endocarditis. Additional information could not be obtained.